Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code e-175 was found in the ventilator's downloaded error log. The device's internal battery required replacement to address the issue. However, no repairs were completed because the device was scrapped.